Event description:
On (B)(6)2012, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was testing in the settings mode. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue began at an unspecified date at the end of (B)(6) 2012 at around 5:00am. The patient stated that he manages his diabetes with oral medication (unknown type and dosage), diet, and exercise and denied making any changes to his usual diabetes management routine in response to the reported issue. The cca was also informed by the patient that he did not develop any symptoms but that at an unspecified date after the alleged issue occurred, at around 9:20am, he visited his doctor who tested him on the clinic's meter (unknown device) and obtained a reading of "420mg/dl." Shortly after, the patient was administered with IV fluids. During the troubleshooting, the cca was able to walk the patient through proper usage of the subject meter per the owner's booklet and the reported issue was resolved. Replacement products were sent to the patient. Although the patient denied developing any symptoms, this complaint is being reported because the patient received medical treatment after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.